Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level up to 600 mg/dl with moderate ketones; cause unknown. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. Customer reverted to an alternate form of insulin therapy.